Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed in iui test. There was no patient involvement.

Event description:
It was reported that the device had failed in iui test. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue failed iui test was confirmed. Received on 22-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Lvp test modules were connected on both iui channels of the pcu and observed that the left lvp module was not detected by the unit. Internal inspection indicates a bent pin on the left iui connector, causing a connection failure on the unit¿s left iui channel. External inspection also revealed loose module latch screws. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the left iui connector and re-torque the module latch screws to specifications. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.